Event description:
It was reported that one day post ICD implant, oversensing was observed and the ICD was reprogrammed. Prior to the patient being discharged two days later, when dft's were performed, oversensing was constant. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.